Event description:
It was reported that this pacemaker exhibited a pacing rate not as expected as well as undersensing on the left bundle branch (lbb) lead. Technical services (ts) reviewed and provided troubleshooting options. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.